Event description:
Healthcare professional reported left side capsular contracture, baker grade IV and an "exchange from textured implants due to concern with the implant." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: yellow particles in the shell and the fill channel, crease flat and wear abrasion. Leak test was performed and not found opening on the device. A microscopic analysis was performed which identify a broken striated in the plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a striated broken in the plug strap assessed as surgical damage. The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.